Event description:
It was reported that the mobile app unexpectedly froze while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no adverse impact to the customer's blood glucose level. Customer stated intent to call back before disconnecting, and no additional information was received regarding any further actions or resolution.